Event description:
After acquisition of gated stress tomo, gantry heads were moving apart. Tech started to pull bed away from camera. Motion interrupt message came on screen. Tech pressed stop on the scrren and selected prepare gantry option. Tech then hit both safety pads on gantry heads, and pressed start. The gantry rotated counter clockwise and the gantry head angulation arm of head 2 hit the pt's forehead.